Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it was not return in its original packaging, the device was returned only inside of the packing box. The anchor was still attached to the inserter; the threader assembly was not returned. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.75 healix advance kntlss br would have contributed to the complained device issue.¿ based on the returned device condition, we cannot definitively determine whether the issue occurred, during packing, in transit, as a result of mis-shipment, or after delivery. Therefore, this event is undetermined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the 4.75 healix advance kntlss device had missing components. It was initially reported that during a rotator cuff repair procedure, personnel opened the device packaging but did not use the device and observed that the wire loop was missing. It was reported that there was a five-minute surgical delay. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.